Event description:
It was reported that the subject enrolled in the triathalon ts clinical study. The subject underwent a revision of their primary stryker knee system on (B)(6) 2012 due to septic failure of the knee and infection. The subject received a spacer prior to the triathalon ts system.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# unk, lot #unk description: unknown stryker femoral component. Cat #unk, lot #unk description: unknown stryker patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.